Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal segment of the pipeline (4.75mm x 30mm) could not be opened. No further information was available. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Received additional information stating that the patient was in good condition and more details of the patient. The patient¿s anatomy was severely tortuous. The aneurysm was fusiform and unruptured located in the left mca (middle cerebral artery). The pipeline was removed and the patient was treated with coils. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Manufacturer narrative:
Subsequent to the 1st and 2nd follow up report of this MDR (MFR#2029214-2015-00011), it was confirmed that the information in the follow-up #1 and #2 were submitted inadvertently. Please disregard the information reported in the follow up # 1 and follow up #2. (B)(4).